Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The motor and motor screws were replaced. See scanned page.

Event description:
It was reported that a device is alarming system error 105. It was also reported that there was no pt involvement.